Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the lens was explanted and replaced with monofocal lens in a secondary procedure. The patient and clinical reason for the explant was visual distortion. Additional information was received stating there was no patient harm reported.